Manufacturer narrative:
(B)(4). Information was received indicating the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted low out of range pacing impedance measurements. The logbook noted an episode of oversensing. The oversensing was less than two seconds. Additionally, high outputs resulted in muscle stimulation. As insulation damage was noted, rv lead revision was scheduled. The device and rv lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.